Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The puritan bennett customer support engineer (cse) inspected the device and could not duplicate the reported failure. The unit passed extended self testing. It is not verified that the vent was inoperable and that a malfunction occurred.

Manufacturer narrative:
Multiple attempts to customer have been made with no customer response. If the customer reports further info, the complaint record will be re-opened.